Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). A mallinckrodt endobronchial tube was received for investigation inside a sample bag along with its original packaging. Visual examination showed some contamination in the tube body, as well as air contained in both cuffs. The stylet was removed, and 5 mls. Of air was removed from the tracheal cuff and 1ml. From the bronchial cuff. Performance tests of inflation/deflation were performed without issues. The customer reported malfunction was not verified.

Event description:
It was reported that prior to use, air could not be inserted into the endobronchial tube cuff. There was no patient involvement.